Event description:
On (B)(6) 2011, I went in to my orthopedic doctor to have an injection of synvisc-one in both knees. At the time of the injection in my right knee, the pain was so intense that I wanted to scream. The pain was great to both knees. However, after both injections, I could not move the right knee or walk for 20-25 minutes. I sat on the table in the room until I could straighten out the right knee and walk out of the doctor's office. During the time after the injection, my right leg and ankle began to swell but I did not know that it was the result of the injection. On (B)(6) 2011, after a visit to the orthopedic to have the swelling checked out, I was sent to radiology to have a sonogram on the right leg and ankle and the conclusion was that I had a blood clot (dvt) in the right leg leading to hospitalization. Because of the seriousness of dvt, I was off work 7 weeks, with home health visitations. I was prescribed coumadin along with lovenox injections and limited mobility to aid in the healing process.